Event description:
The healthcare provider reported a defective implant discovered intra-operatively at the time of surgery. The healthcare provider called mentor to start a claim but had no further information regarding the patient. The complainant then sent pictures of the suspect devices to mentor, and they were determined to be manufactured by (B)(6). The lot numbers of the affected devices are 1259624 and 1259626. Ref report: mw5120389. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).